Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50. Serial: (B)(6)/ (B)(6). Batch: (B)(6).